Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked where the drip chamber inserts into the tubing. This issue was identified while priming with 5% dextrose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. Additional priming and dimensional testing was performed and no issues noted. The reported condition was verified. The cause of the condition was due to human production during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.